Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) was returned and investigated with retained test strips. Visual inspection performed on the returned meter and no issues were observed. The meter did not power on with button, or strip insertion. The meter log was unable to download due to the meter not powering on. The meter was sent for further investigation and de-cased. Performed internal visual inspection on circuit board; no issues were observed. An extended investigation was also performed. Mix match testing was performed to determine the cause of the reported issue. The returned cpu (central processing unit) was placed on a new unused pcba (printed circuit board assembly), and the new unsued pcba did not power on. A new unused cpu was placed on the returned pcba and the meter powered on and proceeded to the proper menu. The investigation determined that the cause of the blank screen was due to a faulty central processing unit (cpu), thereby preventing the meter from powering on. Since the cpu acts as a communication link between different components on the meter, any damage to the cpu could prevent the meter from powering on. The issue is confirmed due to a faulty cpu. In addition, the DHR for the freestyle freedom lite meter was reviewed, the DHR showed the freedom lite meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 2015, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.